Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-jul-2017, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 05-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 300 mcg/day via an implanted pump for intractable spasticity and cerebral palsy. The event/difficulty occurred on (B)(6) 2018 during normal use. It was reported the pump and catheter were replaced due to lack of efficacy and would be returned. Environmental/external/patient factors that may have led or contributed to the issue included multiple surgeries could have damaged the catheter. It was noted withdraw from the catheter access port (cap) was minimal on the date of explant. A leak was found at the junction where the pump segment connected to the spinal segment. Actions/interventions taken included a full system replacement. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.